Event description:
The device was implanted on 04/08/97 for intrathecal infusion of morphine for treatment of pain. On 06/12/97, a manufacturer clinical representative was contacted with the following report: the physician has been treating this pt since device implant on 04/08/97. Initially she had been getting good pain relief. Sometime around may 19, 1997, she reported an increase of pain following a fall in her home. An x-ray was performed at the time and she was sent home. The x-ray showed the catheter in the spinal area. No dye was used, so a leak was not detected at the time. The pt continued to have pain and on june 3, 1997, a dye study was done via the device sideport. The films showed a "pooling of dye" outside the spinal column, apparently in the soft tissue of the lumbar area. On 06/12/1997, the pt was scheduled for exploration of the catheter site. The surgeon made a small incision at the catheter insertion site and exposed the ligament and the entry side of the catheter. Upon exploration, the catheter was found to have been fractured and the distal portion of the catheter could not be seen. The x-ray from june 3, 1997 was examined again and the catheter could be seen in the intrathecal space, extending from about three inches below the entry site to three inches above. The physician and the surgeon decided to leave the piece of catheter in place and to insert a new catheter. A new silicone catheter was inserted, free csf flow was determined and the new catheter was spliced to the device with a universal barbed connector. The device was left in place and flow was verified by the presence of beads from the catheter tip.